Event description:
The pt reported she has ineffective low back coverage with the permanent implant. The pt mentioned she had effective coverage of the desired pain pattern during the scs trial. Reprogramming did not resolve the issue. A full parameter diagnostic indicated valid impedance values and the x-rays did not show any anomalies. The next course of action is unk at this time. Surgical intervention maybe considered to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.